Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the reservoir tube found on 17-may-2025. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, scratched case, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked reservoir tube lip, pillowing keypad overlay, label damage, and retainer knit line damage. Damaged retainer ring confirmed. Cosmetic damage was confirmed at the reservoir tube. Moisture damage was noted found on the battery tube. Battery cap contact missing was noted and confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced when inserted the reservoir and tried to lock it, it got twisted and broken top of the reservoir compartment was totally broken. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.